Event description:
It was reported, the camera head video adapter had a cloudy lens. The issue occurred during preparation for use and the unspecified diagnostic procedure was completed using a similar device. There was no delay or report of patient harm.

Manufacturer narrative:
E1 facility name: (B)(6) hospital. The device was returned to olympus and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report is being supplemented based on additional information provided by the completed investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found flooding inside the main body and f rings and contact point corrosion. Based on the results of the investigation, the cause of the problem could not be identified. It is probable that the image did not function normally due to water immersion inside the main body and f-ring, and that "blurred lens" occurred. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.